Event description:
The account alleged that the head will go up on its own. You can push head down and it will go down but as soon as you remove your finger, it will go up again.

Manufacturer narrative:
The account disconnected the left siderail and head stopped going up. The account indicated they are using the bed with the left siderail cable disconnected because they are too busy to take the bed out of service. Repairs have not been completed.